Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was deformed (slightly bent). A stylet insertion test was performed; however, did not pass testing due to a bent inner coil which was also seen on x-ray. This type of damage is consistent with inner coil over-torque and helix extension/retraction difficulty. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high capture threshold.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead reached the interventricular septum, the helix was extended after 15 rotations; however, the thresholds were not ideal. The physician attempted to reposition the lead, but after 30 rotations, counterclockwise the helix could not be retracted. After multiple attempts, the lead was removed from the patient and tested on the table, but helix extension/retraction difficulty continued. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead reached the interventricular septum, the helix was extended after 15 rotations; however, the thresholds were not ideal. The physician attempted to reposition the lead, but after 30 rotations, counterclockwise the helix could not be retracted. After multiple attempts, the lead was removed from the patient and tested on the table, but helix extension/retraction difficulty continued. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.